Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and this inspection found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead became dislodged. Consequently, the patient underwent a surgical intervention to explant the lead and replace it with a new one based on the patient's anatomy. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead became dislodged. Consequently, the patient underwent a surgical intervention to explant the lead and replace it with a new one based on the patient's anatomy. No additional adverse patient effects were reported. The product is expected to return.